Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:42:03. During night drain cycle one, the patient's ultrafiltration reading was 2515ml, indicating the home patient (hp) drained 2515ml more than their maximum programmed fill volume of 2700ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be a false empty detect. Should additional relevant information become available, a follow-up report will be submitted.